Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 29 mmol/l (522 mg/dl) and ketones of 3.5 mmol/l while wearing the pod on the leg for between 5 and 24 hours. Symptoms reported include sick, tiredness and irritability. The pod was removed and discarded at the hospital. Insulin pens were administered for treatment. The patient was discharged after approximately 24 hours.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.